Manufacturer narrative:
The product will not be returned as hospital policy does not allow return. The particle has been requested for analysis. Manufacturing and sterilization records for this device were reviewed and found to be acceptable. The investigation is underway.

Event description:
A user facility in the united kingdom reported that the surgeon noticed a small foreign body flush into anterior chamber at start of phaco. The object was removed. It was described as ¿white plastic¿, and translucent material. No patient injury.

Manufacturer narrative:
Correction: section b2, e, country of origin is ireland rather than the united kingdom as originally reported. The particle cannot be returned due to shipping company restrictions so no further investigation into root cause is possible. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
A user facility in ireland.